Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted. Manufacturer of the device is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side saline "rupture" and right side exchange due to patient's concern with the product. Device has been explanted.

Event description:
Healthcare professional reported left side saline "rupture" and right side exchange due to patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold and a broken plug strap. A leak test was performed and found an opening on anterior. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Broken sharp plug strap. Based on the device analysis, the final assessment is a striated edge opening on the anterior side assessed as surgical damage, and a sharp break in the plug strap assessed as an unidentified tear opening. Additional, corrected, and/or change data: h.3, h.6.

Event description:
Additionally, healthcare reported a right side exchange due to patient's concern with the product.